Event description:
The facility reported that a nurse in the i.c.u opened a box of 10 quik-combo electrodes with redi-pak preconnect system and observed one package had damage to the insulation of the electrode lead wires. The report did not involve a pt use. However, use of the reported electrodes could result in an inability to deliver defibrillator or pacing therapy to a pt.

Manufacturer narrative:
An evaluation by the electrode MFR determined the electrode lead wire was damaged as a result of being captured in the electrode package during package sealing at time of manufacture. This was determined to be caused by workmanship error. The MFR conducted retraining for assembly and sealing processes to help prevent a recurrence.